Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that sheath visible air/bubbles occurred. It was reported that a faradrive sheath was selected for a pulse ablation to treat an atrial fibrillation. During procedure, after the catheter was put into the sheath, the tail of the sheath was leaking gas when it was withdrawn. Original device was used and procedure was completed. The patient condition following procedure was stable. Product return is not expected for product containing liquid.